Manufacturer narrative:
The customer's report was duplicated and attributed to the high voltage bi-phasic module. The customer declined repair of the device. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.